Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. The right ventricular (rv) lead exhibited rising and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.